Manufacturer narrative:
(B)(4). Date sent: 6/9/2021. H6: mechanical (g04). D4: batch # u5el5g. Per photographic analysis: during the visual analysis, the following was observed: the photo shows a device from anvil area with a white reload loaded and tissue between the jaws. Also, the jaws can be seen partially open. Based on the photo review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Product analysis: the analysis results found that one sc60a device was returned with the anvil and closure trigger in closed position. Also, the anvil bent upwards and with an ecr60w reload loaded on the device. The reload was received partially fired 2/3 with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged and the anvil could not be opened. In addition, a reload (b) was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Also, if the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reload c: ecr60w, fully fired, batch u5dk9m.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic splenectomy surgery, after fired with three ecr60w, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.